Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient requires an MRI for their lower back, but the healthcare provider indicated that the eligibility report from the dbs provider has not been completed. When attempting to activate MRI mode, the message 'you should not have an MRI. MRI mode is not available. Code: 2621212222000 was displayed. The caller also mentioned encountering code 1703. Technical support services reviewed out-of-regulation information and how impedances affect out-of-regulation (oor) conditions. The caller stated that, hi storically, the patient's impedances have been within the normal range. Technical support explained that the code indicates the impedance test performed while entering MRI mode is detecting an open circuit. They further reviewed the MRI mode workflow and the procedure for conducting the impedance test using the patient's handset. It was noted that the handset impedance test is done at lower settings, which detects high impedance on the system, making the patient ineligible for MRI. However, it was suggested that when impedances are checked at higher settings (e.g., with the tablet), they may fall within range, potentially allowing the patient to undergo an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported the cause of service code 1703 was unknown.